Manufacturer narrative:
The devices logfiles were received for further evaluation. During the investigation it was noted that the log analysis confirmed the reported issue, no high temperature alarms were observed in the available logs. Technical service requested that the customer provide a blower test screenshot and adc screen for further evaluation; however, these were not returned for review. Upon follow-up, the customer confirmed that the unit was functioning normally. Correction - d1 brand name & d4 UDI #. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
It was reported that before use, the device was experiencing blower failure issues.complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.